Event description:
Follow-up information received indicated that the patient had not been seen by their physician since (B)(6), 2005 and had no further information. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Extension model 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, explanted: unk; extension model 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, explanted: unk; lead model 3487a, lot # j0206439v, implanted: (B)(6) 2002, explanted: unk; lead model 3487a, lot # j0206562v, implanted: (B)(6) 2002, explanted: unk.

Event description:
It was reported that one of the patient's leads migrated near his lung. The therapy was stopped and patient is no longer using it. The patient stated that the stimulation works ''well enough'' and that he had no intention of seeking medical attention until the ins battery becomes depleted. Subsequently, it was reported that the patient experienced stimulation in the rib area. The patient was considering removal of the device. If additional information becomes available, a follow-up report will be sent.